Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005397.

Event description:
It was reported the patient was unable to enter mdri mode due to high impedances. Surgical intervention may be pending to address the issue. It is unknown which lead was impeded.

Manufacturer narrative:
Correction date of explant is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that the physician confirmed that the patient's leads had migrated. As a result, surgical intervention took place in (B)(6) 2024 where the system was explanted to address the issue.